Event description:
It was reported that this electrode was suspected to be fractured and was causing the patient to receive an inappropriate shock due to oversensing of noise. Surgical intervention was performed, and the electrode was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
A risk review performed for the emblem s-ICD electrode device confirmed that the event of fracture is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the emblem s-ICD electrode device is acceptable. Investigation summary: with all the available information, boston scientific concludes the allegations against the electrode were not confirmed through product analysis, which determined the electrode met specification. The device problem excluded investigation conclusion was selected based on these findings. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: the returned electrode was thoroughly inspected and analyzed. Visual inspection noted typical surgery-related anomalies, but nothing considered abnormal. Resistance and hipot tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. X-ray imaging was performed which did not show any abnormalities. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. Labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: the device problem excluded investigation conclusion was selected based on analysis of the returned product, which found no evidence of device anomaly outside the bounds of normal medical use.

Event description:
It was reported that this electrode was suspected to be fractured and was causing the patient to receive an inappropriate shock due to oversensing of noise. Surgical intervention was performed, and the electrode was explanted and replaced. No additional adverse patient effects were reported.